Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 38 indicating a motor stall during rewind, with repeated ¿unable to proceed¿ messages despite restarts and inspection showing intact supplies and no visible abnormalities; tubing could be filled after a restart, and the user transitioned to backup therapy with blood glucose unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included a temporary interruption of automated insulin delivery and the decision to replace the device contingent upon return of the original unit. Investigation included troubleshooting steps such as restarts, supply removal and inspection, chamber inspection, and verification that tubing could be filled. Investigation of this device revealed a suspected stalled motor event consistent with a device mechanical malfunction localized to the pump motor/drive mechanism, with no evidence of user error based on the actions taken and observations reported. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical motor stall of the pump system.